Event description:
Note: the date of event is unk. It was reported to boston scientific corp that the two weeks after placement of a corflo cubby low profile gastrostomy device, the locking adapter of the right-angle feeding tube was broken. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.